Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review result: three images provided for l2 corpectomy with anterior instrumentation and l1-l3 posterior stabilization. The first ap x-ray shows the interbody cage translated out of the corpecting defect. The second image shows the endcap not in contact with the l1 interior end plate. The third image shows contact with the end plate. It is probable that the cage chipped and lost contact with the endplates along it to translate laterally. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: compression fracture procedure performed: anterior vertebral body replacement and posterior fixation were performed post op, after t3 insertion, compression fracture occurred at l3 due to which the implanted cage sank and backed out. The patient underwent revision surgery in which the fixation range of posterior fixation was changed from 1 above-1 below to 3 above-2 below. Autograft was placed where corpectomy was performed, and then the operation was finished.

Manufacturer narrative:
H3. Device evaluation summary: visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. The implant appears to function as intended. No fault found. Unable to determine root cause of implant backing out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.